Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. While inserting the wds through the was, the patient shifted, and a pericardial effusion was discovered. The wds and was were removed from the patient and the physician performed a pericardiocentesis. The effusion was resolved, and the patient remained hemodynamically stable the entire procedure. The patient was transferred to the intensive care unit to continue to be monitored and received a blood transfusion. The patient is expected to make a full recovery from this event.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. While inserting the wds through the was, the patient shifted, and a pericardial effusion was discovered. The wds and was were removed from the patient and the physician performed a pericardiocentesis. The effusion was resolved, and the patient remained hemodynamically stable the entire procedure. The patient was transferred to the intensive care unit to continue to be monitored and received a blood transfusion. The patient is expected to make a full recovery from this event.

Manufacturer narrative:
B2: outcomes attrib to adv event - added hospitalization - initial or prolonged h6: impact code of intensive care added.